Manufacturer narrative:
The liberty cycler was received back at the plant and the allegation was not confirmed. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed, completed without any failures or problems. Mechanical testing passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - clinical review of file does not reveal any allegation of defect or malfunction of fresenius products. The most frequent cause of peritonitis is a breach in technique or a biofilm on the pd catheter (non-fresenius). Breaches in aseptic technique may occur during manipulation of the pd system components, in particular during the connection and disconnection steps resulting in contamination of the sterile fluid path and not caused or contributed to by fresenius pd products. Breaches in aseptic technique are described in the liberty cycler user¿s guide. The pd catheter occlusion was likely related to the peritonitis. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by a peritoneal dialysis (pd) patient, during a call to technical services for assistance with drain complications, that the patient had a few negative ultra-filtrate values in recent treatments, along with difficulties draining. The patient also reported that the patient's nurse recommended the use of a laxative to help with drain issues. During a follow-up call with the patient¿s nurse, it was confirmed the laxative did not help. The pd nurse also reported that the patient was admitted to the hospital on (B)(6) 2016 for a blocked pd catheter. During the patient¿s admission, the patient was diagnosed with peritonitis, and the catheter, which was not patent, was removed. The patient was then transitioned to hemodialysis. The patient was discharged on (B)(6) 2016 and had recovered. The patient remains on hemodialysis until a new pd catheter can be sited.